Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy pad (te) was pulled from the strain relief. The cause of the test failure and the reported alarms was the pulled dn to rear te cable. No adverse event resulted from the strained cable.

Event description:
A us distributor returned electrode belt sn (B)(4) and notified zoll that a patient was receiving adjust belt messages.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy pad (te) was pulled from the strain relief. The cause of the test failure and the reported alarms was the pulled dn to rear te cable. No adverse event resulted from the strained cable. Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger unable to charge a battery pack) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was isolated to a thermally damaged q1 current-controlling transistor on the bedside board. The root cause for the damaged q1 transistor could not be positively identified. No adverse event resulted from the defective battery charger/modem. Device manufacture date: electrode belt sn (B)(4) - 04/02/2015 initial use; battery charger/modem sn (B)(4) - 03/26/2015 - initial use.

Event description:
A us distributor returned electrode belt sn (B)(4) and notified zoll that a patient was receiving adjust belt messages. A us distributor returned battery charger sn (B)(4) and reported that the charger was unable to charge a battery.